Event description:
Rptr had cataract surgery and intraocular lens implantation. After surgery, rptr's vision remained blurry. Following his doctor's advice, rptr had laser surgery. His vision did not improve; he had a second laser surgery. The surgery was painful the second time. After the second laser surgery, the rptr developed a blind spot in the right eye and has experienced seeing floaters. His doctor examined him and told him that he has macular degeneration. Rptr questioned why the degeneration was not discovered before the surgery. Rptr's doctor told him that he was not tested for it. Rptr took a second doctor's opinion and was told that there are broken blood vessels in his retina. Rptr thinks the laser surgery caused this adverse reaction.